Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman flx closure device and delivery system (wds) were selected for use. A 5f pigtail was inserted into the was sheath, and a contrast shot of the appendage was performed. The physician prepped and inserted the 27mm wds catheter into the was sheath. A single deployment was performed, and a recapture had to be done to move the closure device position. The physician stated that during the recapture the system, with the watchman closure device smaller than flx ball, came slightly forward. The physician requested a pericardial effusion sweep from the transesophageal echocardiography (tee) to check for an effusion, but none were found. The physician finished recapturing the closure device successfully and had a satisfactory deployment. An effusion check was done after position, anchor, size and seal (pass) criteria was met and the closure device was released. There was no effusion noted at that time. Approximately three (3) hours post implant, the patient had a drop in blood pressure and a pericardial effusion was found. Pericardiocentesis was completed to treat the effusion. The physician suspected during the recapture; the effusion may have been caused when the device had come slightly forward. The patient remained in the hospital for recovery and was discharged on (B)(6) 2025. There were no further complications reported.